Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report regarding the button on the platen falling off was confirmed in the photo received; however, the other platen issues was not confirmed during the investigation. No devices or records were returned for investigation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. However, the customer provided a photo of the suspect pump module, which showed the damaged upper platen button spring reported by the facility. A review of the system logs could not be performed. There were no suspect devices returned for this investigation. Laboratory testing could not be performed; there were no suspect devices returned for this investigation. According to the alaris system user manual v12.1, keep the pump module door closed when instrument is not in use or transport to another department to prevent accidental damage to door components. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach metrex caviwipes¿ bleach disinfecting towelettes there was no information on patient involvement. The devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the button on the platen falling off or other platen issues could not be determined as no devices or records were received for this investigation. However, the event reported by the facility may be attributed to the use of unapproved cleaning chemicals.

Event description:
It was reported that the button on the platen fell off and/or had other platen issues. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the button on the platen fell off and/or had other platen issues. There was no information on patient involvement.